Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the right ventricular (rv) lead exhibited a high sensing integrity counter (sic) and noise. The right atrial (ra) lead demonstrated noise. Due to patient anatomy, only the right atrial (ra) lead could be capped and replaced. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.